Manufacturer narrative:
Complaint conclusion: when the sterile packaging for the aviator plus balloon was opened, a 5mm fragment of black material was found in the package, possibly a fragment of the catheter. Product was not used. A non sterile aviator plus .014 - 4.0mmx20cm, 142cm was received coiled and inside a pouch, the original pouch with label was also included, which it was received opened. The black particle was included taped to a note, it measures 3mm and looks elongated. The balloon was not inflated and deflated. Black particle looks from the distal tip. No other anomaly was observed in the returned device. The distal tip was reviewed under microscope at 25x of magnification and it could be noted frayed, also the black particle looks elongated and frayed and it belongs to the tip of the catheter. A scanning electron microscope was performed to the distal tip and the results showed that tip elongations can be observed through the whole circumference of the tip; the lumen presented an oval shape, both characteristics suggest possible stretching. No visual evidence of any chemical degradation was noted. Cutting was discarded as a failure cause since no mechanical surface damage was observed. The exact cause of this separation could not be conclusively determined. In addition, the received unit was compared with another unit, taken from the aviator's scrap, and the tip of both units looks different. Note: the scrap unit was rejected for mb out of position. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint was reviewed with the aviator pet team and it was provided an assessment with the controls of the line. After a reviewing of the amiia/ aviator plus manufacturing process, there was not found any material, tool or equipment that could generate the tip damage. In addition, the 100 % of the manufactured aviator plus products pass through 100% inspections before leaving the facility. The foreign material in sterile packaged failure reported by the customer was confirmed; the black particle belongs to the distal tip of the catheter, however, the exact cause of the distal tip damage could not be conclusively determined, controls are in place to prevent defective balloons from leaving the facility. Refer the mwi mentioned above. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process, therefore, no corrective/preventive action will be taken. There is not enough information to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
It is anticipated that the product will be returned for analysis, but the product has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
When the sterile packaging for the aviator plus balloon was opened, a 5mm fragment of black material was found in the package, possibly a fragment of the catheter. Product was not used for this reason.

Event description:
Additional information received via product analysis on (B)(4) 2011. The foreign material in the sterile packaging was confirmed to be the distal tip of the catheter.